Event description:
It was reported that in anesthesia during insertion of the needle into the patient's vena jugularis, the doctor noticed a crack in the needle hub. As a result, a new needle was used without issue to successfully complete the procedure. There was no reported delay, death, or complications to the patient as a result of this occurence.

Manufacturer narrative:
Qn#: (B)(4).